Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the full height cubie drawer had failed and required maintenance. It recovered after the steps were performed, but the issue reoccurred. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height cubie drawer failed and required maintenance. The field service engineer (fse) confirmed that the customer had reported the issue against the wrong device. There was no issue identified, and the system is functioning as intended without any issues.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the full height cubie drawer had failed and required maintenance. It recovered after the steps were performed, but the issue reoccurred. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.